Manufacturer narrative:
The investigation determined that a lower than expected, non-reproducible vitros na+result was obtained from a patient sample when tested on a vitros 5600 integrated system. The investigation was unable to determine a definitive assignable cause. Although there were no indications of an instrument malfunction, a within-run precision marker test was not completed, and therefore, an instrument issue cannot be completely ruled out as a contributing factor to the event. Based on higher than expected calculated sd of the vitros na historical quality control results, a vitros na reagent lot performance issue cannot be ruled out as contributing to the event. The protocol used for pre analytical sample collection and processing at the alternate site is unknown, and therefore cannot be ruled out as a potential contributing factor.

Event description:
A customer observed a higher than expected, non-reproducible vitros na+ result from a patient sample when tested on a vitros 5600 integrated system. Patient a vitros na+ result of 152 mmol/l versus expected result of 124 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected result were not reported to the physician, and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4)/ qerts ID record (B)(4).